Event description:
Sheath split in two and part of it needed to be retrieved as it was retained in the pt, causing prolonged procedure/anesthesia. Manufacturer response for 8 french pinnacle sheath, pinnacle (per site reporter).